Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was outside. The same cartridge and new cartridge were attempted to be loaded multiple times; the alarm reoccurred. Customer reverted to using manual injections for insulin therapy. The next day, customer loaded a new cartridge and the alarm was resolved. There was no reported impact to customer's blood glucose.